Event description:
It was reported that there was some deterioration happening to the part of the system controller's power cord at the point where the connector to the battery clip was. The patient wrapped it in electrical tape in an attempt to keep the weakened area from bending further. Log files were sent for review. The event log contained clusters of pulsatility index (pi) events as well as routine power source changes. No abnormal controller alarms or pump faults were seen in the log. The pump appeared to be operating as intended. The damage to the black connector appeared cosmetic at the time. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.